Manufacturer narrative:
The investigation determined that a customer obtained multiple, non-reproducible, unexpected positive vitros ahbs results from two different samples while using the vitros 3600 system. The investigation could not determine a definitive root cause. The instrument I, reagent or use of expired reagent cannot be ruled out as contributing factors. Although expired ahbs reagent is used for this testing event, the samples were expected to produce ahbs negative results.

Event description:
An ocd analyst obtained multiple, non-reproducible, unexpected positive vitros ahbs results (19.4 (positive), 15.8 (positive) vs. Expected results < 8.00 miu/ml (negative)) from two different samples obtained during a routine stability test event while using the vitros 3600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected results were not reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).